Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the pacemaker exhibited noise on the ventricular channel. Patient was brought into clinic and programming changes were made on the device. Patient was stable.